Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band got stuck and could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the trip wire partially rolled in the handle assembly, and there was evidence that it was secured in the handle slot. However, the slack was cut and this section was not returned. It was possible to observe that the suture was detached from the trip wire however, it was intact. Additionally, the elastic bands were not returned and the ligator head teeth were intact. The suture hole did not have any visual damage. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was not confirmed. Based on the condition and evaluation of the returned device, this failure was traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the label. Therefore, the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) / product label, as the reported anatomy location was "gastric venous" which is outside the indication for use.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band got stuck and could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.